Manufacturer narrative:
An event of numbness was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had been experiencing numbness in his left lower limb since the trial surgery. It is unknown if intervention was performed. Based on the available information, a cause for the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
(B)(6) - catalyst ide study. (B)(6). It was reported that on (B)(6) 2023, a 14f torqvue sheath was selected to implant a device. On an unknown date, the patient informed us that he had been experiencing numbness in his left lower limb since the trial surgery. It is unknown if intervention was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted, with all additional relevant information.

Event description:
Crd_964 - catalyst ide study (B)(6). It was reported, that on (B)(6) 2023. A 14f torqvue sheath was selected to implant a device. On an unknown date, the patient informed us, that he had been experiencing numbness in his left lower limb, since the trial surgery. It is unknown, if intervention was performed.